Event description:
It was reported by dealer that the cables have broken on the solara3g wheel chair. The chair is used in a care facility for 1 person. Owned chair for 4 years. No injuries to report.